Manufacturer narrative:
Add'l info was received from the user facility stating the on 09/18/2009, the physician had been unable to access the lesion with the guide catheter due to nature of the lesion and "the non-conformance of the guide cath (a cordis device)". Hence the physician was unable to treat the stenosis on the day of readmission to the hospital.

Event description:
Fifty four days and 108 days post procedure, the pt was treated with angioplasty for stenosis in the stented region in the left internal carotid artery (ica). On both occasions the pt was asymptomatic and the restenosis was noted at routine follow up visits. Approximately seven months post procedure, the pt suffered transient ischemic attacks (tia) events over a six week period and the pt was admitted to hospital. Restenosis of the stented segment was found and an unsuccessful attempt was made to treat the stenosis. The pt was started on a heparin drip and tia protocol. The following day, the pt was weaned from the heparin drip. The next day, the pt reported to have severe right sided weakness and angioplasty at this time was successful in restoring flow through the stented region with approximately 80% stenosis remaining. A CT scan revealed a small ischemic infarction in the anterior inferior frontal lobe. The following day, the frontal lobe infarction was more prominent and an MRI scan revealed a second, smaller infarction in the left corpus callosum and multiple tiny peripheral punctuate infarcts in the left frontoparietal high convexities.